Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided the device was confirmed to be in good condition prior to use and there is no indication of any use issue. In the physicians opinion the device performed as intended. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during procedure after deployment of the subject coil device, the subject coil was protruding into the neck of the aneurysm as there was concern for compromise flow to the mca (middle cerebral artery) vasculature. Therefore, the stent was implanted to support the subject protruding coil and the medication was administered to the patient. The last visit was for the 12-month follow up, conducted on (B)(6) 2023, and the patient had mrs (modified rankin scale) and nihss (national institute of health stroke scale) score of 0.

Manufacturer narrative:
This is 2 of 2 reports. H3 other text : the subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure after deployment of the subject coil device, the subject coil was protruding into the neck of the aneurysm as there was concern for compromise flow to the mca (middle cerebral artery) vasculature. Therefore, the stent was implanted to support the subject protruding coil and the medication was administered to the patient. The last visit was for the 12-month follow up, conducted on (B)(6) 2023, and the patient had mrs (modified rankin scale) and nihss (national institute of health stroke scale) score of 0.